Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the proximal circumflex during the index procedure. The patient was discharged from the index hospitalization 2 days later. It is reported that the patient expired approximately 6 months post index procedure. It is reported that the cause of death was cardiac arrest / natural causes. Autopsy report is not available. In the investigator's opinion, the event of cardiac arrest was possibly related to the study device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (death).

Event description:
Additional information provided indicated that a potential mi occurred during the date of patient death.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had 2 endeavor sprint drug-eluting stents implanted to the cx.